Manufacturer narrative:
A ge service representative performed an on site investigation. Although the failure could not be duplicated the main power cord and the circuit breaker were replaced as a proactive measure. It was noticed that the power outlets in the room where testing occurred were loose possibly causing power fluctuations. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900's circuit breaker opened twice and was reset by the operator. There was no adverse pt involvement reported. There was no pt info reported.